Event description:
It was reported that the presenting electrogram (egm) of this implantable cardioverter defibrillator (ICD) system was requested for review. Technical services (ts) analyzed the presenting egm and found that the qrs was narrow and that a right atrial automatic threshold (raat) test was suspended due to raised pacing impedance measurement of 1722 ohms. This measurement remained within normal limits. The patient came into clinic for evaluation. It was found that there was loss of capture (loc) and loss of sensing by the right atrial (ra) lead. The clinic reprogrammed this system to ventricular pacing only. Lead replacement was recommended. No adverse patient effects were reported. Currently, this ICD system remains in service.